Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead did exhibit a single low shock impedance value. The boston scientific local area sales representative inquired with the boston scientific technical services consultant as to what may have caused the single low shock impedance event. It was discussed that there could be a lead issue, although there were currently no events in the episode logbook showing a lead issue. Possible electromagnetic interference (emi) was also discussed.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. Further troubleshooting was to be done. If new information becomes available, this report will be further evaluated and updated.